Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's revision procedure was aborted due to failure to implant the lead due to patient's scar tissue.

Manufacturer narrative:
A case of inability to implant lead due to scar tissue was reported to abbott. Case aborted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.